Event description:
Technician alleged that the head gas cylinder will not stay down. No alleged injuries by the account.

Manufacturer narrative:
The technician replaced the defective head cylinder to resolve the issue.